Manufacturer narrative:
The onyx will not return as it remains implanted in the patient. The onyx performed as intended as there were no issues reported during the procedure. Additional information has been requested on this case; should the information become available, a supplemental report will be submitted. Hemodynamic changes are known inherent risk of endovascular procedure and is documented in the device¿s instruction for use (IFU). There is no evidence suggesting that the device was defective but rather a procedure related event. The cause of the worsening hemianopia cannot be reliably determined; however, per the reported information, review of IFU, and review of literature to investigate the complaint, the most likely cause for the complaint was the patient condition, including the treating location. Mdrs from this event: 2029214-2017-00650 and 2029214-2017-00651.

Event description:
Medtronic received information that post procedure (12 days) the patient experienced a worsening of homonymous hemianopia after the 5th embolization procedure. The onyx embolization procedure was performed (B)(6) 2015 to treat an avm in the left parietal and occipital region. The onyx was used per IFU and there were no issues reported during the procedure. On (B)(6) 2015 the patient was noted to have a worsening of homonymous hemianopia. There was no intervention required. The patient is stable and the reported hemianopia is ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.